Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a blade fell apart, pre-operatively. There was no patient impact. On follow up, it was confirmed that the blade fell apart when they opened the packaging, a new blade was provided to complete the procedure.

Manufacturer narrative:
Visually, the tracker hub became detached from the outer hub which would have resulted in the reported event. The components are to be bonded together with adhesive. There was a residue consistent with adhesive on the mounting surfaces. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.